Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(4), placed their first icp sensor. Neither myself, or the nicu educator was there on the first implant after extensive training & in-services. I spoke with the neurosurgeon prior to her placing the ventricular microsensor. They called me afterwards and said they were never able to get an icp reading but they left the catheter in anyway. I went by to troubleshoot the catheter but could not get an icp reading. Also, their complaint was that fluid was dripping out the end of the catheter where you plug the white end into the grey cable. I have never seen that happen, but I did witness it. They want to fill out the paperwork and send the catheter in to be check out. Do you have the paperwork I can forward to the neuro ICU educator. Per customer: please provide the date you were first informed of the described event: (B)(6). Did this event occur intra-operatively: no. Did the reported event cause any delays in the procedure or surgery over 30 minutes: no. What action was taken to resolve the issue: they eventually just cut the sensor to stop the leaking. Were there any adverse consequences to the patient: unknown. Please provide the date the described event occurred: (B)(6). Is there a serial or lot number you can provide: no, sorry don't have this. Was the device revised or was it removed and monitoring discontinued: (icp) yes.

Manufacturer narrative:
UDI -- (B)(4). Product was returned together with integra hermetic plus drainage system. It was not possible to complete investigation because microsensor used with the system was cut. Due to the condition of the device as received, no evaluation could be performed. No lot number information was provided; therefore manufacturing records could not be reviewed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.